Event description:
During evaluation of a returned homechoice machine, a high drain volume error 101 event was identified which occurred in the therapy initiated on (B)(6) 2013 at 16:19:20 during night drain cycle one. The fill volume was 2000 ml. The high drain alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, meeting increased intra-peritoneal volume (iipv) criteria. No additional information is available.

Manufacturer narrative:
(B)(4). During the event history log review, an increased intra-peritoneal volume event was identified. The cause of the reported issue cannot be determined from the available information. Should additional relevant information become available, a supplemental report will be submitted.